Event description:
Allegedly, the threaded holding tool broke in the tibial tray while the poly was introduced. The fragment was left in the patient.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed. The product was not returned. (B)(4) - undetermined.

Event description:
Allegedly the threaded holding tool broke in the tibial tray while the poly was introduced. The fragment was left in the patient.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
This is a reportable malfunction. No serious injury has been reported from this event. Additional information has been requested. Trends will be evaluated. The event code is addressed in our package insert. This report will be updated when more information becomes available or the investigation is complete.